Manufacturer narrative:
A ge service rep performed an on site investigation. Reloaded system software. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system was unable to recall and copy certain images to the dvd burner. There was no report of pt injury.